Event description:
It was reported the pt underwent aortic valve replacement due to aortic stenosis. Coronary artery bypass was also performed. An echo conducted one day postoperatively revealed wide open aortic insufficiency. The valve was explanted two days postoperatively. Intraoperative echo confirmed a large central jet. The valve was replaced with another 19 mm sjm regent valve (model 19agn-751, sn unk) and an intra-aortic balloon was placed. The pt was reported to be in critical, but stable condition postoperatively.